Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm was functioning properly. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was monitored for several days and no unexpected noises noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose that was running from 400 mg/dl to 500 mg/dl. The customer's blood glucose was 159 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer checked for site issues but none was found. The customer performed high pressure test and stated that the insulin pump failed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.